Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, during a follow-up, it was observed an unexpected battery impedance evolution, 4.5 years after implantation. An explanation was required from the physician. Preliminary analysis of available programmer files showed that a normal battery depletion occurred.

Event description:
Reportedly, during a follow-up, it was observed an unexpected battery impedance evolution, 4.5 years after implantation. An explanation was required from the physician. Preliminary analysis of available programmer files showed that a normal battery depletion occurred.